Event description:
Related MFR report number: 2017865-2023-22333. It was reported that during an implant procedure that the atrial and right ventricular pacing lead impedances were varying. The physician elected to implant both the atrial and rv leads; the device will be monitored. The patient was discharged.